Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device failed the homechoice rite functional test and the cause was undetermined. The homechoice rite electrical test passed. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain - tidal ultrafiltration removal set too low. The device was determined to meet the specification requirements relative to the iipv identified via device log review. A service history review revealed no previous service events were related to the reported condition. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
During evaluation of a returned homechoice machine, an increased intra peritoneal volume (iipv) situation was identified in the log which occurred on (B)(6) 2011 during cycle 7. The patient's ultrafiltration reading was 642ml, indicating the home patient (hp) drained 642ml more than their programmed fill volume of 800ml. This information meets iipv criteria. No patient injury or medical intervention was reported. This is report 3 of 5.